Event description:
Ous MDR - after an implantation time of about 5 days, loss of capture was reported. The lead was repositioned due to dislodgment and remains actively implanted. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.